Event description:
It was reported that the pump's basal iq software was not adjusting insulin delivery as intended. Customer's blood glucose level was 200 mg/dl. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event and for pump to be uploaded for data review; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.